Event description:
Per information provided by patient's attorney: on (B)(6) 2008: patient with history of small bowel obstruction was diagnosed with right inguinal hernia and underwent repair with mesh. Per operative notes, ¿the indirect sac was dissected free and a medium perfix plug (device #1) was placed and sutured. The direct sac was reduced, and a large perfix plug (device #2) was placed and sutured. The pre-shaped mesh (device #3) was then placed down and sutured¿. On (B)(6) 2016: patient visited hospital due to right lower quadrant subcutaneous nodule. On (B)(6) 2016: patient had pain, discomfort and was diagnosed with recurrent right direct inguinal hernia with dislodged mesh plug. The mass was extremely hard, this was mostly likely a foreign body from previous surgery. It appeared to be a plug of polypropylene mesh. Then the perfix plug (device #2) was excised and dissected away. This revealed a recurrent right direct inguinal hernia and repair was completed¿. (Note: no mention of device #1 & #3 during the procedure). On (B)(6) 2018: patient was diagnosed with infected foreign body with suture material and right upper quadrant deep muscle abscess with sinus tract. Per operative notes, ¿monofilament suture material of large caliber was revealed and released. A segment of polypropylene (device #3) which had coiled up was removed¿. On (B)(6) 2018: patient was diagnosed with chronic nonhealing infected sinus tract in right upper quadrant with foreign body and suture material. (Note: there was no mention of device #1 during the procedure). Attorney alleges that the patient had abscess, hernia recurrence, mesh migration, pain and emotional injuries.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical record review, post implants of perfix plug, patient was diagnosed with hernia recurrence, pain, discomfort and underwent explant of perfix plug. Per op notes ¿mass was extremely hard which had dislodged perfix plug". The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Addendum: this supplemental emdr is submitted to document the expiry date and manufacturing date. Review of manufacturing records confirms product was manufactured to specification. Updated fields: d4 (expiry date) h4 (manufacturing date). This supplemental emdr represents the perfix plug (device #2). Additional supplemental emdrs were submitted to represent the perfix plug (device #1) and pre-shaped mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical record review, post implants of perfix plug, patient was diagnosed with hernia recurrence, pain, discomfort and underwent explant of perfix plug. Per op notes ¿mass was extremely hard which had dislodged perfix plug". The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This emdr represents the perfix plug (device #2). Supplemental emdr was submitted for perfix plug (device #1) and an additional emdr was submitted to represent the pre-shaped mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : not returned.

Event description:
Per information provided by patient's attorney: on (B)(6) 2008: patient with history of small bowel obstruction was diagnosed with right inguinal hernia and underwent repair with mesh. Per operative notes, ¿the indirect sac was dissected free and a medium perfix plug (device #1) was placed and sutured. The direct sac was reduced, and a large perfix plug (device #2) was placed and sutured. The pre-shaped mesh (device #3) was then placed down and sutured¿. On (B)(6) 2016: patient visited hospital due to right lower quadrant subcutaneous nodule. On (B)(6) 2016: patient had pain, discomfort and was diagnosed with recurrent right direct inguinal hernia with dislodged mesh plug. The mass was extremely hard, this was mostly likely a foreign body from previous surgery. It appeared to be a plug of polypropylene mesh. Then the perfix plug (device #2) was excised and dissected away. This revealed a recurrent right direct inguinal hernia and repair was completed¿. (Note: no mention of device #1 & #3 during the procedure). On (B)(6) 2018: patient was diagnosed with infected foreign body with suture material and right upper quadrant deep muscle abscess with sinus tract. Per operative notes, ¿monofilament suture material of large caliber was revealed and released. A segment of polypropylene (device #3) which had coiled up was removed¿. On (B)(6) 2018: patient was diagnosed with chronic nonhealing infected sinus tract in right upper quadrant with foreign body and suture material. (Note: there was no mention of device #1 during the procedure). Attorney alleges that the patient had abscess, hernia recurrence, mesh migration, pain and emotional injuries.

Event description:
Per information provided by patient's attorney: (B)(6) 2008: patient with history of small bowel obstruction was diagnosed with right inguinal hernia and underwent repair with mesh. Per operative notes, ¿the indirect sac was dissected free and a medium perfix plug (device #1) was placed and sutured. The direct sac was reduced, and a large perfix plug (device #2) was placed and sutured. The pre-shaped mesh (device #3) was then placed down and sutured¿. (B)(6) 2016: patient visited hospital due to right lower quadrant subcutaneous nodule. (B)(6) 2016 patient had pain, discomfort and was diagnosed with recurrent right direct inguinal hernia with dislodged mesh plug. Per operative notes, ¿the mass was extremely hard, this was mostly likely a foreign body from previous surgery. It appeared to be a plug of polypropylene mesh. Then the perfix plug (device #2) was excised and dissected away. This revealed a recurrent right direct inguinal hernia and repair was completed¿. (Note: no mention of device #1 & #3 during the procedure) (B)(6) 2018 patient was diagnosed with infected foreign body with suture material and right upper quadrant deep muscle abscess with sinus tract. Per operative notes, ¿monofilament suture material of large caliber was revealed and released. A segment of polypropylene (device #3) which had coiled up was removed¿. (B)(6) 2018 patient was diagnosed with chronic nonhealing infected sinus tract in right upper quadrant with foreign body and suture material. (Note: there was no mention of device #1 during the procedure) attorney alleges that the patient had abscess, hernia recurrence, mesh migration, pain and emotional injuries.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical record review, post implants of perfix plug, patient was diagnosed with hernia recurrence, pain, discomfort and underwent explant of perfix plug. Per op notes ¿mass was extremely hard which had dislodged perfix plug". The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Addendum#1: this supplemental emdr is submitted to document the expiry date and manufacturing date. Review of manufacturing records confirms product was manufactured to specification. Addendum#2: this supplemental emdr is submitted to correct the date of pathology report in relevant tests and lab data field. This supplemental emdr represents the perfix plug (device #2). Additional supplemental emdrs were submitted to represent the perfix plug (device #1) and pre-shaped mesh (device #3). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.